Manufacturer narrative:
Mfg date: date of manufacture was documented as unknown in the initial report. It has been updated to oct 29, 2013. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gears were damaged/ worn out. Therefore, the reported condition was confirmed. The assignable root cause of the type of damage was determined to be due to normal wear on components from use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact speed reducer device did not work. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: serial number: the device serial number was incorrectly documented as (B)(4) in the initial report. The serial number has been updated to (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.